Manufacturer narrative:
Visual inspection: a deformation of the outer housing of the progav® valve was observed through the visual inspection. The progav® valve housing was subsequently measured and indicated/confirmed the presence of a deformation. Permeability test: a permeability test has shown that both valves are permeable. Adjustment test: the progav® valve was tested and is not adjustable throughout the normal range. Braking force and brake function test: the brake functionality test has shown that the brake function is operational, however the braking force cannot be measured due to the non-adjustability of the valve. (See section 2.6). Results first we performed a visual inspection of the progav® shunt system. Significant scratches and damage to the outer housing of the progav® valve were observed through the visual inspection. Next we tested the permeability and opening pressure of the valves. Both valves were shown to be permeable. Additionally, we tested the adjustability as well as the brake functionality and brake force of the progav® valve. The valve was not adjustable to all settings. The brake functionality was fully operational, however due to the inability of the valve to hold a set pressure, it was not possible to measure the brake force. Finally, we have dismantled the valves. Inside both valves we have found slight build-up of substances (likely protein)

Event description:
It was reported that there was a problem with a progav. After 6 years the reporter suspected the valve does not hold pressure setting. Patient information: age: (B)(6) years. Weight: (B)(6) kg. Hight: 180 cm. Gender: unknown. No additional information.